Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen intermittently did not match the bg displayed on the bolus option menu. There was no reported impact to customer's blood glucose. No additional information was provided by the customer.